Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had experienced a severe hyperglycemic event on (B)(6) 2014. The reporter stated that the patient had blood glucose levels between 300 and 400 mg/dl and was experiencing symptoms of extreme thirst, dehydration, blurred vision, with trace levels of ketones. The patient had allegedly discontinued pump therapy at the time of the call. Troubleshooting was not able to be completed with the patient in order to determine the cause of the hyperglycemic event. This complaint is being reported because the patient experienced a severe hyperglycemic event of an unknown cause while on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/10/2014 with the following findings: the last basal delivery and the last bolus were recorded on (B)(4)2014. The pump history didn't show any alarms that were considered to be outside the range of normal patient use. The basal and bolus deliveries added up appropriately to total the total daily doses recorded in the pump. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.